Manufacturer narrative:
(B) (4)

Event description:
The pt cannot run or use the device when in the house, for this reason, he is experiencing terrible pains. The pt believed the device is being affected by electromagnetic waves from a base station near his house. The hospital has issued a health report. The pt will apply to the court to close down the base station near his home.